Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated essure coil/ densely scarred uterus to the anterior abdominal wall"), device dislocation ("malposition of essure device / migration of essure (location of device: abdomen)/ left coil is noted to be malpositioned , located laterally in the abdominal cavity.") And genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 2 ((B)(6) 1993, (B)(6) 2006), hypertension, miscarriage, abortion, basilar artery aneurysm on (B)(6) 2013, subarachnoid hemorrhage, chronic migraine, cervicitis, pap smear abnormal, mammogram abnormal, stroke, heart murmur, tonsillectomy, uterine dilation and curettage, cesarean section (2), mammoplasty, intra-cerebral aneurysm operation, influenza ((B)(6) 2008, (B)(6) 2011) and lumbar pain. Previously administered products included for an unreported indication: lisinopril, dmpa, topamax and hctz. Past adverse reactions to the above products included uterine haemorrhage with dmpa. Concurrent conditions included obesity, migraine, headache, abnormal involuntary movements, inappropriate antidiuretic hormone secretion, gastroesophageal reflux disease, ex-tobacco user, anesthesia, frustration, fallopian tube spasm, pelvic adhesions and sleep apnea. Concomitant products included baclofen and gabapentin for muscle spasm as well as povidone-iodine (popidon). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and complication of device removal ("advised of any complications from your essure removal procedure- yes"). The patient was treated with surgery (underwent bilateral salpingectomy) and surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation and complication of device removal outcome was unknown and the genital haemorrhage had not resolved. The reporter considered complication of device removal, device dislocation, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: pfs-current weight (B)(6) lbs. She did not allege that essure caused birth defects. Mr- essure devices were placed into the left and right ostia with some difficulty. The coil in the left abdomen could not be seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: that it wasn't in the right place . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: abdominal pain (confirming intermittent abdominal pain)" left coil is noted to be malpositioned , located laterally in the abdominal cavity. Perforated essure coil/ densely scarred uterus to the anterior abdominal wall. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs and medical records received. Events- "malposition of essure device (location of device: abdomen), abdominal pain (severe), advised of any complications from your essure removal procedure- yes", historical condition, reporter added from pfs. Event left coil is noted to be malpositioned , located laterally in the abdominal cavity. Perforated essure coil/ densely scarred uterus to the anterior abdominal wall and historical condition and drug, concomittant condition and drug added from medical record. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.